Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein the patient's ipg site was relocated and their ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
A patient experienced pain at the site of their ipg due to the ipg moving was reported to abbott. As a result, the patient's ipg explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing pain at the site of their ipg due to the ipg moving. It was noted that the patient lost weight and the ipg area is very tight. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section b3: event date is estimated.